Manufacturer narrative:
The insulin pump was received with the leadscrew detached from the motor coupling. Unable to perform the bolus and occlusion tests due to the leadscrew anomaly.

Event description:
It was stated that the leadscrew was loose. Nothing further was reported.